Event description:
The patient was initially implanted with an afx bifurcated stent graft and two (2) intuitrak limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a routine computed tomography (CT) identified an endoleak of indeterminate origin and aneurysm growth from 47mm to 56mm. The physician completed a successful intervention and elected to reline the existing grafts with two (2) vela suprarenal stent graft extensions. No visible endoleaks were detected and the patient is doing good. Additional information: during clinical assessment, the indeterminate endoleak was identified to be a type iiib endoleak of the distal bifurcated stent graft.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the indeterminate endoleak was identified to be a type iiib endoleak of the distal bifurcated stent graft which is most likely due to the use of strata material. The sac growth of 8 mm event is confirmed. Procedure related harms for this event could not be determined. The final patient status was reported to be doing well following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and two (2) intuitrak limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a routine computed tomography (CT) identified an endoleak of indeterminate origin and aneurysm growth from 47mm to 56mm. The physician completed a successful intervention and elected to reline the existing grafts with two (2) vela suprarenal stent graft extensions. No visible endoleaks were detected and the patient is doing good.